Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a premature battery depletion. The device had declared end of service (eos) with the battery longevity less than expected. The device remains in use. No patient complications have been reported as a result of this event.